Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a wound-reopened and peritonitis with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient had wound re-open. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. On an unreported date, the patient experienced peritonitis and was hospitalized from (B)(6) 2011 to (B)(6) 2011. The cause of the peritonitis was unknown. The patient was recovering from the events. Dianeal therapies were ongoing. The nurse stated that the event of wound-reopen was not related to dianeal therapies and did not comment on peritonitis reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h11c30081with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.